Event description:
The report is from the study. Approximately one-year post index procedure, the pt had a clinically driven revascularization. Additional investigational attempts have taken place, however, no additional info has been forthcoming. Therefore, this event is being reported as a restenosis event.

Manufacturer narrative:
This patient was randomized to the registry for one-vessel disease. The target lesion was at the proximal right coronary artery. The vessel was a native coronary artery. The indication for the procedure was unstable angina pectoris. Reference vessel diameter was 3.0mm. Lesion length was 24mm. Pre and post procedure diameter stenosis was 60% and zero percent, respectively. The lesion was a restenotic lesion previously treated with a driver bare metal stent. Lesion classification was type b1. Predilation was performed using a 3.0x10mm balloon at 12 atms. A device was deployed at 16 atms. Post dilatation was not performed. Ivus was not used. The pt was discharged on 80mg aspirin, 75mg clopidogrel, and beta-blockers. Please note: (the device, lot# unk) is distributed outside the united states. However, it is similar to the united states product. Any additional info will be submitted within a 30 days of receipt.